Event description:
Pulse oximetry sensors are weight based for most accurate/reliable results. The package for the flexmax-p states for use >20kg, the nellcor pulse oximetry sensors quick reference guide states for use <20kg. This is a huge difference in patient population for use and has the potential to have inaccurate spo2 measurements. (Page 5 of nellcor brochure) we have never used this product on a patient - just obtaining for use. Link to full brochure: https://www.medtronic.com/content/dam/covidien/library/us/en/product/pulse-oximetry/nellcor-sensor-quick-reference-brochure.pdf.